Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was received in a broken/fractured condition. The introducer sheath and stent delivery wire (sdw) were returned. All 3 marker bands were present on both ends of the stent. The stent was noted to be heavily deformed as well as broken/fractured. The introducer sheath distal tip was found to be damaged. The sdw was kinked/bent at the distal tip. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'stent broken/fractured during use' was confirmed visually. The as reported (ar) event 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure and the device was confirmed to be in good condition during preparation/prior to use on the patient. The subject stent was returned in its deployed state as it was reported that the stent had been removed from the hub and the proximal end of the microcatheter. The stent was confirmed to have been fractured and was also noted to be deformed. The tip of the introducer sheath had been damaged and the distal end of the sdw was kinked. It was reported that the physician experienced resistance during delivery, it is likely that this may have been due to the tip of the introducer sheath not being adequately seated into the hub of the microcatheter or due to an under tightened rhv, causing movement of the introducer sheath during stent transfer. It is likely that the stent was then snagged in the distal tip of the introducer sheath during the attempt to retract the stent causing it to deform and fracture. An assignable cause of procedural factors will be assigned to the reported stent broken/fractured during use and stent difficult/unable to transfer and to the analyzed stent broken/fractured during use, stent deformed, sdw kinked/bent and stent introducer sheath distal tip damaged, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a surgical procedure for a ruptured aneurysm with hemorrhage, physician clearly felt resistance during delivery as the subject stent was being delivered into the microcatheter via the introducing sheath. After repeated attempts, the stent could not fully enter the microcatheter. Physician decided to retract and with part of the stent in the microcatheter hub and part inside the microcatheter, the subject stent broke in the middle during the retraction process. The physician removed a portion of the stent from the microcatheter hub and used a guidewire to extract the other portion from the proximal end of the microcatheter. After subsequently replacing the stent, the procedure was successfully completed without any clinical consequences to the patient.

Event description:
It was reported that during a surgical procedure for a ruptured aneurysm with hemorrhage, physician clearly felt resistance during delivery as the subject stent was being delivered into the microcatheter via the introducing sheath. After repeated attempts, the stent could not fully enter the microcatheter. Physician decided to retract and with part of the stent in the microcatheter hub and part inside the microcatheter, the subject stent broke in the middle during the retraction process. The physician removed a portion of the stent from the microcatheter hub and used a guidewire to extract the other portion from the proximal end of the microcatheter. After subsequently replacing the stent, the procedure was successfully completed without any clinical consequences to the patient.